Event description:
A customer in (B)(6) reported a misidentification in association with the vitek® ms arrow rp5800 acq pc kit (ref. 420260). First result: clostridium tetani 99.9%. Second result: corynebacterium coyleae 99.9 % third result: no identification. There was no patient involvement as the industry customer was performing laboratory testing for pharmaceuticals. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint for a misidentification in association with the vitek® ms arrow rp5800 acq pc kit (ref. 420260). The customer submitted the strain for investigational testing. Five (5) spots were prepared and tested with the vitek® ms. Four (4) spots obtained identifications of corynebacterium coyleae and one (1) obtained an unidentified result due to "not enough peaks" (deposit issue). Another spot was prepared and obtained an identification of corynebacterium coyleae. The customer's misidentification was not reproduced internally. The suspected cause for the misidentification is non-optimal spot preparation by the customer. One calibrator spot analyzed gave "no identification" and the sample "all peaks" values are quite heterogeneous (between 26 and 48 for the same isolate).